Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection was performed and showed the cover glass scratched and leaked, dented outertube, severe distal tip damage, laser weld damage, and the stopcock is leaky and damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The instruction for use (IFU) recommends: ¿careful inspection of the operative handpiece before and after the procedure for possible signs of damage. Immediate detection and repair of minor damage will extend the life of the operative handpiece.¿ damage may occur if the handpiece is handled roughly during use. Excessive forces may result in traumatic insertion, chipping particles of the optical glass, or other damage to the unit. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the lens of the unit's scope was broken. There was no patient involved.